Event description:
It was reported that a homecare pt experienced respiratory distress and required medical intervention when the 5.5ped pediatric tracheostomy tube occluded and twisted while in situ. Pt was brought to the hospital where the reported 5.5ped was extubated and replaced with the previously used size 4pt, pediatric tracheostomy tube. The 5.5ped device was in use approximately one (1) day when the event occurred. It was also reported that this was the first time use of this model and size device. Additional pt info provided indicates that this pt who is diagnosed with severe cerebral palsy, has anatomical anomolies (twisted windpipe), has no purposeful movements and often communicates with numerous, strong, hyperextended head/neck gestures.